Manufacturer narrative:
Investigation was unable to replicate the reported issue. Testing of the sensor confirmed the unit triggers the level and bubble functionality correctly. The associated level sensor was also returned and confirmed to operate correctly. The reported problem could not be confirmed.

Event description:
User reported that the level sensor did not trigger an alert to indicate a lack of fluid. This type of event is considered reportable as there is the potential for serious patient harm to occur if the reservoir level were to be emptied without the user realizing. There was no patient harm in this instance.

Manufacturer narrative:
Device has been returned. Root cause determination is pending the results of an investigation.

Event description:
User reported that the level sensor did not trigger an alert to indicate a lack of fluid. This type of event is considered reportable as there is the potential for serious patient harm to occur if the reservoir level were to be emptied without the user realizing. There was no patient harm in this instance.

Event description:
User reported that the level sensor did not trigger an alert to indicate a lack of fluid. This type of event is considered reportable as there is the potential for serious patient harm to occur if the reservoir level were to be emptied without the user realizing. There was no patient harm in this instance.

Manufacturer narrative:
Device has not yet been returned for investigation. Root cause determination is pending the results of an investigation.